Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ low sorbing infusion sets' tubing detached from the drip chamber while preparing them for use. The following information was provided by the initial reporter: "drip chamber detached from tubing while line was prepped for chemo use who was affected? No person affected unexpected or prolonged care? No".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023 h6: investigation summary the customer reported the tubing separated below the drip chamber, and returned one used sample, which verified the complaint. The tubing was flared out and also contained evidence of glue, so the root cause was reached out to manufacturing. Manufacturing found the root cause to be personnel not following the procedure correctly. Device history record review for model 10013072 lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ low sorbing infusion sets' tubing detached from the drip chamber while preparing them for use. The following information was provided by the initial reporter: "drip chamber detached from tubing while line was prepped for chemo use who was affected? No person affected unexpected or prolonged care? No".